Manufacturer narrative:
Citation: bogyi m, et al. Subclinical leaflet thrombosis after transcatheter aortic valve replacement: a meta-analysis. Jacc cardiovasc interv. 2021 dec 27;14(24):2643-2656. Doi: 10.1016/j.jcin.2021.09.019. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the clinical relevance of subclinical leaflet thrombosis following transcatheter aortic valve replacement. All data was collected from a meta-analysis review of 25 studies published between 2015 and 2020. The total study population included 11,098 patients (demographic information not reported). An unspecified number of these patients were implanted with a medtronic transcatheter valve (corevalve, evolut r, or evolut pro). No unique device identifier numbers were provided. Among all medtronic transcatheter valve patients, the incidence rates of subclinical leaflet thrombosis were as follows: corevalve = 1%, evolut r = 5%, and evolut pro = 0%. Additionally, the authors stated that a subset of patients in the study population, some with and some without a diagnosis of subclinical leaflet thrombosis, developed stroke or transient ischemic attack (tia) during follow-up. Although a direct correlation was not made, medtronic product may have been associated with the occurrence of stroke or tia. No additional adverse patient effects or product performance issues were reported.